Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2001. Pt sought medical treatment for an infection at the ear piercing site 2 weeks later and was prescribed antibiotics. Sought medical treatment again the following month. Incision and drainage was performed and IV antibiotics were administered. Pt was continued on oral antibiotics.